Event description:
It was reported that while nurse was priming the set, she observed the metal ball missing from the accuslide which could result in a freeflow. The set was not used on a pt.

Manufacturer narrative:
MFR's report date 3/19/98. One set was rec'd for eval and found to have the ball dislodged from the accuslide. The MFR has investigated into this issue and microscopic eval revealed indentation on the membrane indicating that the ball was positioned too high in the slot. The ball and slot were measured and both were found to be in nominal spec. It is suspected that the ball had been positioned too high in the slot and it popped out of the assembly during the first actuation of the slider. The following corrective action has been implemented: 1) all assemblers were notified of this issue and reinstructed on the importance of the ball in the assembly. 2) the assembly process has been changed to incorporate a slide activation, or cycling to ensure the ball moves with the slide. 3) post activation, the assembly is inspected to ensure the ball is present.